Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation: failure analysis: evaluation verified the complaint reported by the customer as valid. The hook coating was melted and whitened near the hook. Root cause analysis: it was determined that the hook might have been used too many times (we can see the wear if we notice discoloration, change of texture, cracks etc.). Also, it is probable that the customer used voltage that was too high and/or a long usage time that caused the melting of the coating. The instructions for use (IFU) provided with the instrument clearly warns of the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory except for special indications etched on the instrument and/or on a specific insert.

Event description:
A facility reported that during adnexectomy under laparoscopy, the plastic of the sheath was crumbling at the end of the hook/3pk n5 hook for hook handle (cev2295a). A piece of plastic fell into the surgical field but could be retrieved. It was reported that there was no harm to the patient; however, a 10-minute increase of surgery time occurred. Date of the event:(B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.